Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains; unable to determine source: phone.

Event description:
Reported conflicting sofia sars results for 1 asymptomatic (off label use - at the time of testing) patient. The patient initially tested positive on sofia but when retested 7 hours later, the patient received a negative sofia sars result. No other confirmatory testing completed.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Procedural errors were noted during troubleshooting that may have contributed to the erroneous result. Root cause: cannot duplicate with retains. Source: phone. Corrected data: (a1) changed patient identifier: (a2) removed age from "age at time of event, date of birth" as the age is unknown. (A3) removed male from "sex" as the sex is unknown. (B3) changed "date of event" as the event occured on a different day. (B4) changed "date of this report" as the report is being submitted on a different day. (B5) changed "describe event of problem" as the even occured differently. (D4) changed "lot number". (E1) changed "initial reporter" as the reporter is different. (G3) changed "date received by manufacturer" as the date received is different. (H6) replaced code 4059 from "medical device problem code" with code 1225 as it was a false negative reported. (H6 continued) added code 4248 to "investigation findings". (H6 continued) removed code 24 from "investigation conclusions" and added codes 18 and 61. (H10) added text "procedural errors were noted during troubleshooting that may have contributed to the erroneous result." To the investigation summary. (H10 continued) removed "unable to determine" text from the root cause.

Event description:
Reported 1 false negative sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. The customer communicated that the result was confirmed positive through pcr testing.